Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: material # 366594, lot/batch # unknown, bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Pain and skin reactions are a subjective patient feeling, bd is not able to confirm or not confirm the complaint. According to IFU, it is important to keep in mind that pain is a subjective feeling that differs across individuals and situations. Many important factors are to help minimize the pain during puncture. Bd is aware of unique patient circumstances. It is recommended to do the puncture on site of third (middle) or fourth (ring) finger not on the tip and to switch the fingers regularly. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. OEM manufacture: the manufacturing location for this product is (high tech labs). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd microtainer® contact-activated lancet hcp was curious and poked herself with a new lancet, and it left a shard of metal in her finger. The following information was provided by the initial reporter. The customer stated: "my lead obtained a blood sugar on a patient with one of the new lancets and the patient complained of pain and it bled much more than normal. My lead was curious so she poked herself with a new one and it left a shard of metal in her finger. The size of these new needles are much larger than the previous. "